Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged on oral anticoagulation plus aspirin. During the routine 12 month follow up transesophageal echocardiography (tee) the physician noted a non-mobile pedunculated device related thrombus (drt) on the face of the closure device. The physician prescribed oral anticoagulation medication for six (6) months and will follow up with a tee to see if the drt is resolved. The patient is expected to fully recover.